Event description:
It was reported that the right ventricular lead sensing was "very low" and there was no capture of the rv lead. Dislodgement was suspected of the rv lead and the right atrial (ra) lead was noted to be undersensing. Both the ra and rv leads were re-positioned and remain in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.